Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient controller had been bizarre, as it wasn't taking a charge. It wouldn't charge unless they reset the lithium battery. They also stated it would take 1.5 hours for them to charge the ins and would only get to 50% then it would show that charging was done. The patient didn¿t have their equipment with them at the time of the call. The controller would freeze on the pre-charge screen and took multiple attempts before it began to charge. The took longer periods of time to complete a charging session and would give a completed charge message even when the battery level was only at 50%. They tried taking out the battery and putting it back in, tried fully charging the controller, and tried unplugging the recharger and restarting the charging session. It was further reported that the patient had difficulties getting the controller to take a charge and difficulties charging the implant. They couldn't see the battery level screen, they needed to unplug the cord and plug the recharger in, and then disconnect and reconnect the power cord in order to charge the controller. The patient stated they saw the finished screen on the controller when they didn't move at all or it would only progress 10% in 2 hours. The patient thought the controller needed to be replaced and they thought the cords were okay. The controller had problems charging the battery in the controller and the recharger had difficulty charging past 50-60% without fidgeting and it took a long time to charge. No symptoms were reported. No further complications were reported or anticipated. MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(4) product type recharger. Product ID 97745 serial# (B)(4) product type programmer, patient. Product ID 97755 serial# (B)(4) product type recharger. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that 6 months prior to the report (in 2018), the patient's controller (pc) started acting "bizarre". It was explained that the pc was not taking a charge and would freeze on the pre-charge screen. It would take multiple times where the patient would need to remove and reset the lithium ion battery pack as well as unplug the desktop charger (dtc) and plug in the recharger module (rtm), then disconnect the rtm and reconnect the dtc in order to get the pc to charge. They also had difficulties charging the ins because they could not see the battery level screen. Additionally, they noticed that charging the ins was taking longer despite the patient not moving at all and having an excellent connection. It was reported that the ins charge had only progressed 10% in 2 hours, and other times it took 1.5 hours to get to 50%. And even though it was only charging to 50-60%, the controller was showing that the ins was done charging by showing the finished screen. No symptoms were reported. The patient had tried contacting a rep for assistance, but they were redirected to patient services to troubleshoot further. A replacement pc and rtm were sent to the patient to resolve the issue. No further complications were reported or anticipated.